Event description:
It was reported that on (B)(6) 2011 the patient underwent a revision surgery and a sling was implanted due to recurrent urinary incontinence, pain, dyspareunia and urinary tract infections. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05135. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient did not have a tension free vaginal tape inserted. The patient actually had a suspend fascial later implanted. Therefore this is not an ethicon complaint.